Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read (B)(6). No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the navigation system restarted without prompt from the user. The system then became unresponsive for a few seconds during the procedure. There was a reported delay to the procedure of fifteen to twenty minutes due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.